Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced baclofen withdrawal. It was indicated that the patient missed her refill appointment and the empty reservoir alarm occurred on (B)(6) 2012. The pump was interrogated, and the interrogated reservoir volume read "0ml". The patient was presented to the emergency room (ER) with altered mental status and had required hospitalization. It was indicated that the pump was refilled and a 50mcg bolus was given. The outcome of the patient was reported as recovered without sequela.

Manufacturer narrative:
Product ID, 8703w lot# l70872 serial#, implanted: 1999 (B)(6), explanted: product type catheter. (B)(4).